Event description:
It was reported that the user completed a supply change and forgot to fill the tubing before connecting the infusion set, then attempted a ¿fill tubing only¿ while still connected for approximately 30¿45 seconds, after which the user experienced recurrent low glucose despite treatment with oral carbohydrates; this reflected an improper procedure related to the tubing component of the infusion set and cartridge, and troubleshooting and education were provided. Symptoms included hypoglycemia with blood glucose near 50 mg/dl, confusion or feeling ¿off center,¿ and dizziness. Outcomes included a minor, non-serious impairment. The user treated with oral glucose and did not require outside assistance or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction but identified a usage problem consistent with failure to follow instructions for filling tubing while connected, with the affected component being the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.